Event description:
It was reported that the customer was hospitalized for low blood glucose. It was also reported that the customer was consciences when the paramedics arrived. The customer stated that she feels the sensor was not responding properly leading to the event. Reviewed programming, bolus, basal, and daily total, all matched. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.